Event description:
The hcp reported that the pt is having return of symptoms and volume discrepancy has been noted. At the last two refills, the following discrepancies were noted: estimated reservoir volume 5 ccs and actual reservoir volume 15 ccs and prior refill - expected reservoir volume 7 ccs and actual reservoir volume was 15 ccs. Specific pt symptoms were not reported final pt outcome is unk.